Manufacturer narrative:
Product analysis conclusion: the reported difficult to remove and inaccurate delivery events could not be confirmed on the films provided; therefore the cause of the events could not be confirmed. Images during implant were not provided including any cine images during stent graft deployment and removal of the delivery systems, and a review of any images during the reported events could not be evaluated. Post-procedural CT¿s showing the inaccurate delivery and occlusion of the vessels were also not provided for review. It appears likely that the stent graft fabric was caught in the delivery system after tip capture was performed and this may have led to movement of the device distally during removal. It is possible that the narrowing of the aortic true lumen along the dissection may have contributed to the removal difficulties reported. Analysis of the returned films did not reveal any other obvious issues that could explain the reported event. The device delivery system is not returning so a thorough investigation cannot be performed. Additional information received. It was reported that the dislodgement was not due to other devices, the second device was inserted after fluoroscopy was turned on, when the second device was advanced, it was noticed that the dislodgement of the first device had occurred. Therefore, the second device was not the cause of dislodgement, but the dislodgment occurred due to some reason during some time after the first device was implanted and when removal was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 100mm thoracic aortic dissection. It was reported that during the index procedure after inserting the second delivery system and implanting the stent graft, the first stent graft dislodged distally. Imaging confirmed that the dislodged stent graft occluded the celiac artery and the superior mesenteric artery. It was reported that the first stent graft was removed by laparotomy and the operation completed. It was reported that there was an issue when removing the delivery system (it was reported to be slightly stuck), so the delivery system was removed by docking the crown on the distal tip. The physician considered that because the crown was docked on the distal tip, fabric was caught there, and dislodgment occurred while removing the delivery system. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.